Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms as well as insulation damage. As a result, both were explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual observations noted that the complete lead was returned, but in 2 pieces. The outer insulation was damaged in several places which likely occurred during the extraction process. There were setscrew markings noted on the terminal pin, and an x-ray showed that the lead had no broken conductors. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.